Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room with chest pain after receiving seven inappropriate shocks during an episode of atrial tachycardia with rapid ventricular response. Therapy was exhausted during this episode. A boston scientific technical services consultant reviewed the stored episode and discussed possible reprogramming options for therapy optimization with the health care professional (hcp). Checking the patient medication and electrolyte balance was also recommended. This device remains in service. No additional adverse patient effects were reported.